Event description:
Customer stated, "the pad has melted". The product has not been returned for investigation. The customer also did not provide a lot number. The customer was contacted on 5/10/2019 to remind them to return the pad for investigation and to gain more information. As of 5/24/2019 the pad has not been returned. Without the product or lot number, bce cannot make any determinations.